Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a customer reported new patient demographics and identification numbers were crossed over /mis-matched with existing patient results in the vitek 2 system. The customer stated they noticed the error early but are not certain if incorrect results were provided to their client. At this time no patient harm has been reported.